Event description:
The lifecor territory manager of a male patient contacted lifecor customer support to report that the patient had called to state that he was receiving many noise alarms. The territory manager visited the patient and replaced the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor had a damaged battery connector that allowed power up, but would not allow communication with the batteries properly. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned connector. The connector was repaired. The monitor was retested and then restocked. The damaged connector on the monitor was replaced. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.